Manufacturer narrative:
Product analysis: visual inspection showed that one of the luer connections could not be separated. The device was observed under magnification and there appeared to be evidence of some solvent residue in the connection. The specification does not show any solvent on that connection. The reason for return was confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the use of a custom tubing pack, the customer reported that the stopcock inside of the custom tubing pack was glued to its adjoining part, where it should not be and that the connector cracked when the perfusionist tried to separate the parts. The device was replaced for the procedure. There was no patient involvement so no adverse effect occurred.